Manufacturer narrative:
B3 (date of event): the date listed is an estimated date, as the consumer did not provide the actual date of the event. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported four (4) false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates. This report addresses test four (4) of four (4). The consumer indicated that they tested with the binaxnow covid-19 antigen self-test four (4) times, each time generated negative results. The customer tested with another test (unknown brand test) which generated positive results. Although requested, no additional patient information, including treatment and outcome, was provided.